Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not deliver correct tidal volume and received device logs contain high pressure alarms. The service engineer investigated the ventilator on-site and found that the device was working correctly. Pre-use check and simulated use test ventilation passed successfully and the ventilator was returned to the customer. No further issues have been reported. The device logs indicate both high pressure and leakage that may lead to injury. An increase in airway pressure can occur due to a blockage in the respiratory system. No information concerning patient breathing circuit or filter was provided. Typical actions are to check the patient and breathing system, but also to check ventilator settings and alarm limits. Alarms will be generated when set alarm limits are exceeded. The last pre-use check and device calibration before the event passed more than six months before the event. It is recommended to always perform a pre-use check immediately before use on a patient. The conclusion is that the ventilator worked according specifications and alarmed as per design to alert the operator about ongoing issues. No ventilator malfunction was found during the onsite investigation. No parts were replaced and no technical faults were logged.

Event description:
It was reported that the ventilator did not deliver correct tidal volume and the received logs contain high pressure alarms. There was no patient harm. Manufacturer ref.#: (B)(4).